Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic acute type a dissection in the ascending aorta. It was reported that a distal type I endoleak was identified. The patient was brought back and aptus endoanchors were placed as well as another manufacturer's stent; however, the endoleak did not resolve. Per the physician, the cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.